Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages, arrhythmia alarms, damaged cable) has been confirmed. Upon investigation the electrode belt failed a functional fall-off test. The cause for the failure was isolated to a damaged ECG c and d cable. The cable was pinched within the distribution node resulting in a short of the violet (agnd) and blue (+5v) wires. The root cause for damaged cable was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and was producing frequent check belt messages and arrhythmia alarms.